Manufacturer narrative:
Subject remains in the patient. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No product was returned. Manufacturing records could not be reviewed without a lot number. Synex ii central body devices are currently the subject of a product recall. However, the information provided does not reasonably suggest a relationship between the experienced adverse event and the cause for the recall (loss of device height).

Event description:
Patient advised he underwent implantation of a ti synex ii vertebral body replacement device. Patient reports his pain is worsening. Implant still remains in the patient.